Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 they received an error message on their receiver. The issue was resolved by the end of the contact with dexcom technical support.